Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the codman lumbar catheter kit was placed in a patient for tevar (thoracic endo vascular aorta repair) procedure on (B)(6) 2021. The lumbar catheter was implanted for 3 days without any issues. The catheter was explanted in the late afternoon on (B)(6) 2021, by the ICU bedside nurse. It was at this time that the broken catheter was identified and noted that some of the silicone had sheared off. The catheter was explanted, but the broken tip (length unknown) is still in the patient. The physician has confirmed no neurological deficits in relation to drain tip and there have been no interventions at this stage. It has also been reported back that there was no evidence of leak prior to ICU discharge.

Event description:
N/a.

Manufacturer narrative:
Additional information received: catheter was implanted on (B)(6) 2021 and explanted (B)(6) 2021. What if any further action has taken place regarding the piece which has sheared off? "The "CT" imaging confirms tip of lumbar catheter in patient at l2/3 level the patient has been informed regarding plans to follow up but no intervention required. The patient was last seen in vascular outpatient¿s department on (B)(6) 2021 with no mention of lower limb neurology that could be attributed to lumbar drain tip inside. The patient did also suffer the complication of left "mca" territory "cva" which he is recovering from but this could not be related to the drain, rather the aortic graft procedure itself. Speech noted to be markedly improved at this appointment."

Event description:
N/a.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10 the codman lumbar catheter kit was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the catheter was visibly inspected, and damage was found: the tube appears to have been cut/torn. Therefore, this complaint is confirmed. The root cause is likely user misuse. Per the IFU, it states ¿warning: to minimize the risk of damage to the catheter, take care not to pull back on or withdraw the catheter after insertion into the needle. If the catheter must be removed, withdraw the needle and catheter simultaneously.¿ the damaged catheter is a typical result of pulling back/withdrawing catheter instead of withdrawing the needle and catheter simultaneously, as per IFU.